Manufacturer narrative:
(B)(4). Follow up: product surveillance spoke with the nurse and she stated that this issue was "cleared up." The nurse stated that she interpreted the label incorrectly. No further information was given and no allegations were made against any of the dialysis products. This complaint was not confirmed due to lack of sample available for evaluation. The quoted lot number whose expiration date is in question is not a valid one. Labeling confirms this product is within expiration. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product for adverse trends and will take corrective/preventive action as appropriate.

Event description:
A dialysis nurse contacted product surveillance to report an unknown quantity of minicap transfer sets in which another dialysis nurse discovered what appeared to be an expiration date of 08/03 on the packaging. The nurse stated the products have been used and that no injury or medical intervention occurred.

Manufacturer narrative:
(B)(4). Per the nurse, the samples have been used. Product surveillance was unable to obtain samples; therefore, device evaluation cannot be performed. The nurse was able to provide the lot information. A batch review will be performed and a follow-up report will be submitted upon completion of baxter's investigation.